Event description:
The customer reported experiencing a low blood glucose reading of 44 mg/dl. The customer reviewed the bolus history, and found a bolus of 2.8 units that he did not recall programming. The customer went off the insulin pump at that time, and experienced high blood glucose levels the next day. The customer went to the emergency room for treatment and a back up plan. Troubleshooting was performed, and the insulin pump was programmed correctly. Advised that the insulin pump would be replaced due to the bolus that he felt he did not program. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.